Event description:
Report received from (B)(6), stating the device was "heating". The device was being used during a procedure. No pt or user injuries were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).